Manufacturer narrative:
Batch review performed on 02 september 2021: lot 2009397: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2026-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event another device involved: batch review performed on 02 september 2021: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2013100: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month and a half after the primary surgery. The surgery was completed successfully.